Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to a fracture. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the fracture was discovered when noise was observed via egm. Patient was discharged the following day post implant with no problems.